Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products: associated mdrs # 1225714-2014-00003, 1225714-2014-00004, 1225714-2014-00005 and 15225714-2014-00006.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6), 2009 and subsequently expired on or about (B)(6), 2009 after the use of the product.